Manufacturer narrative:
After clinical/secondary review of this file performed on 11/21/2019, it was decided to remove generalized illness and replace with pc autoimmune disorder, to more accurately capture the reported event. Hence, patient code under evaluation codes has been updated on this form. This report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic female patient underwent primary breast augmentation with a 475cc mentor smooth round spectrum on both sides and was presented with left seroma that was drained by the physician, left side capsular contracture; baker grade unknown, and device migration. It was reported that the left breast doubled in size, red, irritable, a lot of pain, chest pain, rheumatoid arthritis with inflammation, lichen plantus, migraine headaches, back pain, weight gain, hair loss, all over joint pain, tingling in fingers, low in vitamin d, anemic, brain fog, slow to react, fatigue, days when the patient couldn't get up in the morning, ringing in ears, and depression. As a result, the devices were explanted on (B)(6) 2019. This report is for the patient¿s right-sided device.